Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified left circumflex coronary artery. Rotablation was performed with a 1.25mm burr and the lesion then predilated with a 2.0x15mm non-bsc balloon. A 2.5x32mm promus element stent was advanced but was unable to cross the lesion. The stent struts at the distal portion of the stent were noted to be "opened outward". The device was removed from the patient and the procedure was completed with a 2.25x16mm promus element stent distally and a 2.5x24mm promus element stent proximally. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified left circumflex coronary artery. Rotablation was performed with a 1.25mm burr and the lesion then predilated with a 2.0x15mm non-bsc balloon. A 2.5x32mm promus element stent was advanced but was unable to cross the lesion. The stent struts at the distal portion of the stent were noted to be "opened outward". The device was removed from the patient and the procedure was completed with a 2.25x16mm promus element stent distally and a 2.5x24mm promus element stent proximally. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).